Event description:
Immediately after treatment with juvederm to the lips and botox to the "smile wrinkles", the patient experienced bruising around the nose as well as redness, itchiness on the cheeks and red pimples on the cheeks and nose. The patient was given prednisone. Further follow-up being conducted to gather additional information. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.